Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the nose section of housing exhibited laser marking fading and/or removed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was an error message displayed when changing 30 degrees up/down. The procedure was completed as planned with no reported injury using a spare endoscope. Isi followed up with the initial reporter and obtained the following additional information: the image was inverted, and it was unknown if the event involved a reversed control on system arms. The vision orientation did not change on its own and the endoscope did not move freely with uncontrolled motion. At time of event, the system recognized the endoscope and the surgeon confirmed desired orientation when endoscope was installed. The surgeon wanted to change 30 degrees up to 30 degrees down and when he pushed the button in surgeon console, the image was inverted. The vision issue did not result in patient injury.